Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2014-07649. It was reported that a vessel dissection occurred. A 1.50mm rotalink¿ burr and an unspecified rotawire floppy were used to treat the target lesion located in the proximal to mid left anterior descending artery (lad). During procedure, physician elected to use a non bsc guide catheter to engage the left system and a rotawire floppy was advanced to the lad. A rota burr 1.50mm was then advanced to the lad and ablation was performed four times with an average rotational speed of 170,000 to 173,000rpm. After rotablation was completed, the physician attempted to remove the burr from the vessel. However, the guide catheter disengaged from the target vessel and the rotawire and rotaburr advanced towards the aorta. The physician successfully retrieved the devices and re-engaged the guiding catheter to the left system. After injecting a contrast medium towards the vessel, a dissection was found from the distal to proximal lad. Perforation of the vessel resulted to the blood running in the pericardium. A 2.0mm balloon catheter was advanced with a low pressure of 4 atm to stop the bleeding. Unfortunately, this was unsuccessful. The physician then used a 2.25 x 16mm promus premier to cover the dissected area and the bleeding stop . After these interventions, the physician drained the blood located in the pericardium and sent the patient in the intensive care unit for observation. The procedure was completed with another of the same device. There were no further patient complications reported and the patient's status was stable.